Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, influenza, hypertension, cholesterol high and vitamin deficiency. Concomitant products included azithromycin, ciprofloxacin, clonazepam, clonidine, cyclobenzaprine, ferrous fumarate, fluconazole from 2015 to 2016, hydrocodone, hydroxyzine, ibuprofen, lamotrigine, lipitac (omega 3), metronidazole, omeprazole, ondansetron, venlafaxine and vilazodone hydrochloride (viibryd). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), pain ("pain"), menstruation irregular ("irregular and/or prolonged menstruation"), menorrhagia ("heavy, abnormal menstruation, prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (other) describe: vaginal"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, migraine and vaginal infection had resolved, the fatigue, arthralgia, pain, menstruation irregular, menorrhagia, dyspareunia, back pain, abdominal pain lower, abdominal distension, headache, hormone level abnormal, rash, depression, vaginal discharge, dysmenorrhoea, vaginal haemorrhage, nausea and allergy to metals outcome was unknown, the tooth disorder had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: healthcare provider told about the results: possible uterine infection from implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Ultrasound scan vagina - on an unknown date: unilateral occlusion (right tube occluded) incomplete views due to habitus and pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: vaginal haemorrhage, vaginal infection, nausea, tooth disorder, allergy to metals, dysmenorrhoea were added. Reporter, patient demographic information, other relevant history updated. Product lot number, concomitant products added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 39-year-old female patient who had essure (batch no. 627452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue in 2008 and nickel sensitivity in 1997. Concurrent conditions included overweight, influenza, hypertension, cholesterol high, vitamin deficiency, dizzy, nauseated, tingling, sore throat, ovarian cyst, vaginal itching and yeast infection. Concomitant products included azithromycin, ciprofloxacin, clonazepam, clonidine, cyclobenzaprine, ferrous fumarate, fluconazole from 2015 to 2016, hydrocodone, hydroxyzine, ibuprofen, lamotrigine, lipitac (omega 3), metronidazole, omeprazole, ondansetron, venlafaxine and vilazodone hydrochloride (viibryd). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), pain ("pain"), menstruation irregular ("irregular and/or prolonged menstruation"), menorrhagia ("heavy, abnormal menstruation, prolonged menstruation"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (other) describe: vaginal"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),on (B)(6) 2016) and surgery (bilateral salpingectomy and right oophorectomy, extensive lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, migraine and vaginal infection had resolved, the fatigue, arthralgia, pain, menstruation irregular, menorrhagia, dyspareunia, back pain, abdominal pain lower, abdominal distension, headache, hormone level abnormal, rash, depression, dysmenorrhoea, vaginal haemorrhage, nausea, allergy to metals and vaginal discharge outcome was unknown, the tooth disorder had not resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: healthcare provider told about the results: possible uterine infection from implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Ultrasound scan vagina - on an unknown date: unilateral occlusion (right tube occluded) incomplete views due to habitus and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A hysterectomy and salpingectomy was performed around 8 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular and/or prolonged menstruation"), the first episode of menorrhagia ("irregular and/or prolonged menstruation"), pain ("pain"), the second episode of menorrhagia ("heavy, abnormal menstruation"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, fatigue, arthralgia, menstruation irregular, first episode of menorrhagia, pain, second episode of menorrhagia, dyspareunia, back pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, rash, depression and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, arthralgia, menstruation irregular, the first episode of menorrhagia, pain, the second episode of menorrhagia, dyspareunia, back pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, rash, depression and vaginal discharge to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A hysterectomy and salpingectomy was performed around 8 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.